Event description:
An ophthalmic surgeon reported that following a glaucoma filtration device (gfd) implant procedure, the gfd touched to the iris the first day afer the surgery. Suture lysis were performed five times after the surgery and an ophthalmic medication was used to treat the glaucoma postoperatively. Fibrosis of filtering bleb was found a month after the surgery and a needling revision with a metabolic inhibitor was performed. The gfd was no longer in contact with the iris at the 12 week postoperative visit. The outcome of the event is documented as recovering. The gfd has remained in the eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The root cause cannot be determined. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).